Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that when he was trying to manipulate the wire inside the aneurysm he noticed that wire was not moving distally and proximally at all and when he removed the wire from the catheter he found that distal end of the wire got break on its own and only proximal end came out and distal end got left inside the patient. As per the additional information, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint of guidewire broken/fractured during use and un-retrieved device fragments.

Event description:
It was reported that during an aneurysm procedure, the subject guidewire was not moving distally and proximally while the physician was manipulating it inside the aneurysm. When the subject guidewire was removed from the catheter, it was found that the distal end of the subject guidewire broke and was left inside the patient's vasculature. There was no contra indications and the patient got discharged after 48 hours for treatment. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an aneurysm procedure, the subject guidewire was not moving distally and proximally while the physician was manipulating it inside the aneurysm. When the subject guidewire was removed from the catheter, it was found that the distal end of the subject guidewire broke and was left inside the patient's vasculature. There was no contra indications and the patient got discharged after 48 hours for treatment. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.